Manufacturer narrative:
At this time, no conclusion can be made. While the sample evaluation is anticipated it has not get begun. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march, 2020. Addendum: this is an addendum to the initial MDR submitted to document the results of device evaluation. The returned sample was evaluated. Visual evaluation of the sample noted a small piece of black foreign material taped to the handle. Visual evaluation could not determine if the material is a hair or another type of foreign fiber. Initial evaluation finds the foreign material was present on the device handle when the unit was opened for use. Based on the investigation performed and sample evaluation, the foreign material most likely presented during the manufacturing process. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported on (B)(6) 2020, when the surgeon opened the package of an optifix at there was a "hair-like" material noted inside the sterile package which looked like an eyelash prior to use on a patient. There was no reported patient injury but a short delay of few minutes while retrieving the new device.

Manufacturer narrative:
At this time, no conclusion can be made. While the sample evaluation is anticipated it has not get begun. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march, 2020. When the investigation has been completed, a supplemental emdr will be submitted.

Event description:
As reported on (B)(6) 2020, when the surgeon opened the package of an optifix at there was a "hair-like" material noted inside the sterile package which looked like an eyelash prior to use on a patient. There was no reported patient injury but a short delay of few minutes while retrieving the new device.